Event description:
(B)(6) study. Same case as 2134265-2011-04757 and 2134265-2011-04758. It was reported that following a coronary artery stenting treatment procedure the patient experienced re-stenosis. An unknown taxus stent was implanted in (B)(6) 2008. In (B)(6) 2011, the patient while working in the yard, developed significant discomfort across the anterior chest radiating to both the shoulders described as heaviness associated with diaphoresis and presented to the emergency department and was hospitalized. Cardiac catheterization was recommended. In (B)(6) 2011, the 100% in-stent re-stenosed lesion located in proximal rca was treated with a forte wire which was passed distally resulting in improvement in timi flow form 0-1 and a large thrombus burden was noted. An export catheter could not pass the entire the area of occlusion however a significant amount of thrombus was removed from the proximal portion of previously placed study stent and taxus liberte stent (3.00 x 34 mm taxus stent proximal;3.00 x 32 mm middle taxus liberte stent and 3.50 x 32 mm distal taxus liberte stent). Subsequently a 3.25 x 20 mm trek balloon was inflated allowing the export catheter to pass throughout the area of occlusion with the removal of thrombus. A 3.50 x 38 mm taxus liberte stent was placed in the proximal portion of the previously placed stent where the occlusion was noted. Following post dilatation resulted in 0% residual stenosis. Angioplasty was performed in the distal area of previously placed study stent, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). If implanted, give date: (B)(6) 2008. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).